Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to unconsciousness, low blood glucose on (B)(6) 2018 and insulin pump received motor error. The customer¿s blood glucose level was 20 mg/dl. The customer was treated with glucagon. The customer declined troubleshooting for high blood glucose and failed battery. The customer reported that they had issues with act and down buttons and also had black circles on the insulin pump. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test and displacement test or verify failed battery test due to no button response. No button error alarm during testing. However, keypad flattened button dome switch (creased) was found on esc, act.